Event description:
It was reported that a message of a possible output circuit damage and low lead impedance were observed. It was noted the patient received hv therapy on (B)(6) 2010. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The wing broke off of the peel away microintroducer and the sheath retracted into the vessel. Staff person was able to grasp onto external piece of sheath and removed it manually.

Manufacturer narrative:
Analysis noted one of the rv df-1 cables located underneath the svc shock coil was melted. Inside out abrasions were noted underneath and between the svc and rv shock coils. Without return of the entire lead, a complete evaluation could not be performed.